Event description:
The service report shows the customer reported that the 840 ventilator upper display is erratic. There was no pt involvement at the time of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) pcb. The unit passed extended self testing.